Event description:
It was reported that this inflatable penile prosthesis stopped working after more than 4 years of implant. During the replacement surgery, the physician found a cut in the tubing approximately 1-2cm away from the pump. A new inflatable penile prosthesis was implanted. No patient complications were reported.